Manufacturer narrative:
A spacelabs technical support engineer assisted the facility's biomedical engineer with troubleshooting the reported issue over the phone and provided instructions to check the monitor's battery level. The biomedical engineer was unable to confirm when the battery was last replaced. The qube service manual recommends replacing the battery every 1 to 3 years depending on usage. A spacelabs product complaint specialist later spoke to the customer, who stated that the reported issue was caused by an old battery that has since been replaced by the facility's biomedical engineer. The customer confirmed that there have been no additional reports of this issue received since the battery replacement. The reported issue was caused by an old battery.

Event description:
Spacelabs was notified that a qube compact monitor lost power unexpectedly. There is no patient or user harm reported with this event.